Event description:
It was reported that a pairing issue occurred. The patient tried to insert a sensor into the arm (B)(6) 2025 but was unable to pair to the receiver. Even though it didn't pair, he still had the sensor with him. He didn't check a bg by fingerstick. He didn't attempt to change the sensor. He was still wearing the sensor when he experienced slurred speech, slurred face, and incoherence. He went to the hospital on the morning of (B)(6) 2025 by ambulance. At the hospital the doctor and nurse tried to pair his sensor with his receiver but couldn't pair. The bg reading was 1000 mg/dl. He was in the intensive care unit (ICU) for one day. The doctor gave him insulin drip (2 bags) and a potassium drip (2 bags). He was discharged from the hospital on the day of the report ((B)(6) 2025) and was feeling okay. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 health effect - clinical code - e0131 speech disorder.